Event description:
The customer's blood glucose level had elevated to 447 mg/dl. The customer called tandem technical support (cts) for guidance while changing out their site as their supplies had been in use for three days. Cts assisted the customer load a cartridge and resume insulin delivery.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.